Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the mildly tortuos and severely calcified left external iliac artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured due to the severe calcification. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The balloon was loosely folded. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 5mm distal to the proximal markerband, and there were numerous kinks in the hypotube. Inspection of the remaining device found no other defects or irregularities. The reported rupture was confirmed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the mildly tortuos and severely calcified left external iliac artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured due to the severe calcification. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.